Event description:
It was reported that the patient tried to adjust stimulation and there was an icon on the patient programmer screen just now. The patient was not able to adjust stimulation. The patient synced and was getting the ¿call your doctor¿ icon with a warning power on reset (por) icon. The patient went to the airport and that could have caused their por. The patient wanted to know what would happen to the implantable neurostimulator (ins) if they didn¿t do anything. Since (B)(6), the patient changed the setting on it and they thought they should check their therapy today. Before the implant, the patient used to get up 4 to 5 times a night and since having the implant they went one time at night. The patient wanted to know if their ins would decay in the body or what would happen. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-28, lot# v746951, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
Follow-up information received from the patient reported that she was still having concerns regarding her device or therapy, but was working with her doctor or manufacturer representative. She had an appointment on (B)(4)-2014. The patient later reported ¿a device replacement done due to normal battery replacement.¿